Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the nexiva IV tubing was kinked. IV placed in patient, unable to flush, kinked off describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient had to be re-poked.